Manufacturer narrative:
The results of the investigation are inconclusive since the leads were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high ventricular rate episodes due to noise on the ventricular channel and low pacing impedance were noted on the right ventricular lead. Several automatic mode switch episodes due to noise on the atrial channel were also observed. No intervention was performed and the patient was stable and will continue to be monitored. Related manufacturer report number: 2017865-2017-32392.